Manufacturer narrative:
B4:(B)(6)2021 information was received that the issue occurred during set up for use. There was no delay in therapy. The unit was sent in for bench repair, and the service technician found the issue to be with the power management board. However, the customer declined service/repair of the device.

Event description:
It was reported to philips that the device had a check vent alarm: back-up alarm failed. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer requested the philips bench repair to evaluate the device. The philips remote service engineer (rse) advised the customer that he will receive a quote for the repair in the event the issue is not resolved by the power management printed circuit board assembly (pcba). The rse informed the customer that the cpu is listed as the most likely cause of the back-up alarm failure per the philips service manual. The customer stated he was provided a pm pcba for field change order, but it has not been installed. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance.